Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that that the patient experienced swollen genitals. The complainant alleged that the nurses did not notice that the packaging stated catheter contained latex and inserted catheter inside patient. The catheter was removed and swelling subsided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced swollen genitals. The complainant alleged that the nurses did not notice that the packaging stated catheter contained latex and inserted catheter inside patient. The catheter was removed and swelling subsided.